Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Tel. # (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), the customer has dark red substances in the pipeline connecting the pneumatic module and the balloon, and the machine intermittently leaks in the alarm loop. After replacing the balloon, the equipment is in normal use and no alarm. After communicating with the customer to understand, at that time, the dark red balloon was not retained, the real object could not be seen. There was no patient harm reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the balloon was replaced. Later a getinge field service engineer (fse) evaluated the iabp , all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a.